Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the patient side manipulator (psm) due to instrument recognition issues. The system was tested and verified as ready for use. Isi received the psm involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated the customer reported complaint during sterile adapter installation. A review of the site¿s complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: a ¿recoverable¿ or ¿non-recoverable¿ fault and/or other intuitive system malfunction occurs rendering the da vinci system unavailable or not in an operable or an acceptable state after start of a surgical procedure (post first port incision) and troubleshooting was exhausted by technical support team. The customer converted to open surgery after the start of the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an instrument recognition issue on arm 2. An intuitive surgical, inc. (Isi) technical support engineer (tse) was unable to view system event logs due to no onsite connectivity. The tse advised the customer to reseat the drape, caller stated that they had performed that prior, but the error persisted. The tse asked the customer to replace the drape and to restart the system. The issue was resolved after restarting the system. However, the surgeon decided to convert to laparoscopic surgery. The tse spoke with the reporter later that day and was informed that the drape change did not solve the issue.